Event description:
Repair products forwarded from customer service mentions water jet that is too strong is causing damage to colon mucosa. Additionally, they mentioned that this is the 5th time sending the endoscope out and was just received back last week. The time of event is during use. Event date: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 e1: name and address e3: occupation h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. B5: describe event or problem d9: device available for evaluation? H4: device manufacture date. Evaluation summary: debris removed from the forward water jet of the scope appeared to be a piece of rubber material, possibly o-ring material. Based on the reported events, it was determined that the incident was caused by clogging of the sub-water supply line, preventing proper sub-water supply.

Event description:
Pentax medical became aware of a potential adverse event reported on 10-nov-2022 involving pentax medical video colonoscope model ec38-i10l, serial number (B)(6). The report description from customer service mentions the water jet that is too strong is causing damage to colon mucosa. Additionally, the user mentioned that this is the 5th time sending the endoscope out and was just received back last week. Action taken: although the customer mentions this being the fifth time sending the endoscope in for water jet repairs, the prior work orders were reviewed with the service team (B)(4) and reviewed the customer service documentation, and we were not made aware of any prior cases including potential adverse events related to the water jet. The time of event is during use. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer.